Event description:
It was reported to nuvectra that the patient experienced prolonged pressure on the incision site following the permanent implant. There was no evidence of an infection. The patient had an unrelated appendectomy procedure. Subsequently, the system was explanted and the patient is doing well.